Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of ica. Surgical pi was performed. The lens was explanted and replaced with a shorter length lens and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).